Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we had an incident today where the distal end by the balloon ports detached on the ez blocker while in a case. There was no harm or consequence for the patient. They were reported as fine post the procedure.".

Event description:
It was reported that: "we had an incident today where the distal end by the balloon ports detached on the ez blocker while in a case. There was no harm or consequence for the patient. They were reported as fine post the procedure."

Manufacturer narrative:
(B)(4). The reported issue of the product having a detached distal end was confirmed through a visual inspection of the returned sample. An examination of the manufacturing procedures indicated that the final quality control inspection was conducted both visually and functionally to detect broken components, bends, and cuts, with no defects observed at that stage. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the root cause of this issue was identified as being related to the manufacturing process. Further actions were implemented under the teleflex quality system to address this issue.